Event description:
Externalized conductors were noted via x-ray, fluoroscopy and cine. No electrical anomalies were noted. Lead will be monitored.

Event description:
New information stated that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.